Manufacturer narrative:
An event of bleeding and the reported event of a hemostasis valve leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
The fast-cath hemostasis introducer was used at the end of the procedure when exchanging for the agilis sheath. The hemostatic valve was oozing back blood and needed to be covered with gauze to prevent leakage. The procedure was safely completed. No patient consequences were observed. No patient details are available as it is against hospital policy to distribute this information.